Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of wound issues could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B0(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's daughter reported that following an unrelated surgery, the patient's scs system was exposed and protruding through the skin. The patient's physician advised the patient's daughter to take the patient to the emergency room (ER) to address the issue. Additional information received identified the patient's scs ipg was explanted in the ER on (B)(6) 2015.